Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10jun2020.

Event description:
The customer reported a ventilator in which the touchscreen was not functioning. The manufacturer's field service engineer (fse) confirmed the reported problem. There was no patient involvement or harm. The fse determined that a calibration of the screen was required. No further repair was deemed necessary, and no parts were replaced. The device successfully passed performance specification testing after this repair was complete.